Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the lead was surgically abandoned due to product performance issue. No additional adverse patient effects were reported.